Manufacturer narrative:
During inspection and testing the following was found: the acoustic lens has a scratch which reaches the glue layer (deep cut that reached the hard part under the pink probe coating). A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, this complaint is most likely the result of wear and tear damage due to customer mishandling. However, a definitive root cause of the reported issue could not be identified. During inspection and testing the following was also found: the customer¿s complaint (defective connection socket) was confirmed. In addition, switch 1 had a scratch, the nozzle is deformed, the adhesive on the bending section cover is detached, the coating is peeling on the connecting tube, the inner and outer shield has corrosion due to water leakage. Due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements. Due to wear of the angle wire, the bending angle in the up direction does not meet the standard value. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the connection socket is defective. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: the acoustic lens has a scratch which reaches the glue layer (the hard part under the pink probe coating). This report is being submitted for the malfunction found during evaluation (deep cut that reached the hard part under the pink probe coating).